Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level is elevated (400s mg/dl) and the customer believes the pump is not delivering insulin. Reportedly, the customer delivered insulin to correct for elevated bg levels but remained high. In addition, the customer reportedly goes though supplies more quickly. A manual injection was administered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.